Event description:
It was reported that the patient's ams 800 cuff was too small and it caused retention. The original 4.5 cm was removed and replaced with a new 5.0 cm cuff.

Manufacturer narrative:
Field change: b5, h3, h6, h10.

Event description:
It was reported that the patient's ams 800 cuff was too small and it caused retention. The original 4.5 cm was removed and replaced with a new 5.0 cm cuff. Additional received stated long piece of fuzz on the tubing of implant.

Event description:
It was reported that the patient's ams 800 cuff was too small and it caused retention. The original 4.5 cm was removed and replaced with a new 5.0 cm cuff. Additional received stated long piece of fuzz on the tubing of implant. Additional information was received. Rep states the fuzz was not on the explanted device. There was an attempted device during replacement procedure and the foreign material was found on that attempted device right after opening package.

Manufacturer narrative:
Field change: h3, h6, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.